Event description:
Patient received an overdose of medication during a standard refill of intra-thecal pump. It was determined that there may have been a malfunction of the device or there was a rare complication that occurred of pocket filling. Patient has refused explantation of device to assist with further investigation of the pump. Morphine 25 mg/ml.